Event description:
Plaintiff was employed as a registered nurse who wore and was exposed to latex gloves made by various manufacturers. Plaintiff alleges experiencing respiratory symptoms. Plaintiff alleges developing a latex allergy.